Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not recognized. A field service engineer discovered that the cubie e1 in drawer 2.2 was not released through the application but was able to release via hardware test application. Due to a previous issue where the lid wouldn¿t open, customers had to forcibly broken it to access medications. After releasing the cubie through hta, the pockets were confirmed to be functional. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not recognized. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.